Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Furthermore, no lot number or serial number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. We cannot discern a root cause for the reported failure mode. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) ¿ incomplete. Depuy synthes has been informed that the lot number is not available. This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported gun did not work during surgery. It did not fire the implant in the meniscus. They took a new gun and new implant to finalize the operation. Please see also medwatch reports 1221934-2018-50723 and 1221934-2018-50725.